Event description:
It was reported that the right ventricular (rv) lead exhibited varying pacing impedance, high thresholds, a spike and high rv coil d efibrillation impedance, and a spike and high superior vena cava (svc) coil defibrillation impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2013 419488 lead implanted: (B)(6) 2008 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.